Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that the plastic was cracked and the fluid was coming out from sheath. The sheath was replaced and the issue resolved. Device was inspected and visual analysis revealed that hemostatic valve was pushed in into the hub. Friction ring appears with no damage and is observed still in place. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. Customer complaint was confirmed. The root cause of the valve separation could be related to the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the plastic was cracked and the fluid was coming out from sheath. The sheath was replaced and the issue resolved. The issue with the sheath was assessed as a reportable hemostatic valve separation. The biosense webster, inc. Product analysis received the device for evaluation and on march 13, 2020 noted that the device was returned in the condition reported as the hemostatic valve was dislodged. In addition, reddish color was observed in the hub. The hemostatic valve issue remains assessed as reportable.